Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during priming and that the touch screen was not functioning properly. The pump was not used for the procedure and there was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.